Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited noise and oversensing that resulted in inappropriate storage of a ventricular fibrillation (vf) episode. The patient was noted to have an intrinsic rhythm below the vf zone. The oversensing did not result in inappropriate shock therapy. It was reported that the patient had fallen, however, it was unknown if the fall contributed to the noise. Approximately one month later, an invasive procedure was performed. The lead was surgically abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.